Manufacturer narrative:
Submit date: 2017-08-23. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had a blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump had a blank display. The unit was triaged and the reported issue could not be confirmed. The unit was found to be excessively damaged and parts were replaced to bring it back to proper cosmetic and working order. The unit passed all final tests, inspections and was recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.